Manufacturer narrative:
(B)(4). The insulin;in pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit passed the device accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 340 mg/dl at the time of incident and the other blood glucose value was 443 mg/dl, 502 mg/dl, 487 mg/dl, 489 mg/dl, 455 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer states that drive support cap appears to be normal. The insulin pump will be returned for analysis.